Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during preparation the proximal end of the vessel dilator for a 5f 7.5cm avanti plus catheter sheath introducer (csi) broke off in the sheath when removing the dilator. There were no reported patient injuries. The device was stored and prepared according to the instructions for use (IFU), and it was kept in the procedure room prior to the procedure. The facility does not use sterilization methods involving ultraviolet light or o-zone. There was no visible damage to the packaging before use. No difficulty was encountered when inserting the dilator into the sheath, and the luer hub did not kink or bend during insertion. The dilator was snapped into place at the hub. The device will be returned for evaluation.

Event description:
As reported, during preparation the proximal end of the vessel dilator for a 5f 7.5cm avanti plus catheter sheath introducer (csi) broke off in the sheath when removing the dilator. There were no reported patient injuries. The device was stored and prepared according to the instructions for use (IFU), and it was kept in the procedure room prior to the procedure. The facility does not use sterilization methods involving ultraviolet light or o-zone. There was no visible damage to the packaging before use. No difficulty was encountered when inserting the dilator into the sheath, and the luer hub did not kink or bend during insertion. The dilator was snapped into place at the hub. The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, during preparation the proximal end of the vessel dilator for a 5f 7.5cm avanti plus catheter sheath introducer (csi) broke off in the sheath when removing the dilator. There were no reported patient injuries. The device was stored and prepared according to the instructions for use (IFU), and it was kept in the procedure room prior to the procedure. The facility does not use sterilization methods involving ultraviolet light or o-zone. There was no visible damage to the packaging before use. No difficulty was encountered when inserting the dilator into the sheath, and the luer hub did not kink or bend during insertion. The dilator was snapped into place at the hub. The device was not returned for evaluation. A product history review (phr) of lot 18531094 was completed, and it does not suggest that the failure experienced by the customer could be related to the manufacturing process. The reported ¿vessel dilator ¿ separated¿ could not be substantiated because the device was not returned and images were not provided. The exact cause of the reported event cannot be determined, and use-related factors cannot be excluded. The device is intended for use by trained professionals using standard catheterization technique. Information for safety is provided in the product labeling to make users aware of applicable risks and precautions. According to the instructions for use (IFU), ¿this product is intended to be used by a trained professional using a standard catheterization technique.¿ based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.